Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence, but the device was cycling properly that started approximately 6 months prior to the procedure with an artificial urinary sphincter (aus). The aus remains implanted and a tandem cuff was implanted. The patient is now dry and doing well following the procedure.